Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia on (B)(6) 2022 with a blood glucose value of 500 mg/dl. Customer was not using auto mode. The customer also reported that tape was not adhering. The device will be returned for analysis. Frn-unk-rsvr,unomed-inf set.